Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
The nurse reported that the aquacel foam dressing was applied on the patient's left shin using sensi-care sting free skin barrier wipe. It was reported that within one day the edges of the adhesive began to curl up and would not adhere with attempts to reapply. It was further reported that the dressing remained as is until removal on day 2.5.